Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited a gradual rise in threshold.  The patient is now on hospice and antiarrhythmic medication is discontinued.  The lv lead remains in use.  No patient complications have been reported as a result of this event.